Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, the customer was able to clear the alarm and unable to complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the customer¿s time of calling. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No pump error 37 alarm noted during testing. However, pump error 37 was found on (B)(6) 2025 09:16:17.000 through on (B)(6) 2025 10:02:33.000. Line: 769, file: (B)(4). Per software engineering log investigation, pump error 37 was due to timeout during rewind. Isolate to electronic assembly. Additionally, pump error 63 was found on (B)(6) 2025 09:24:09.000. Line: 147, file: (B)(4). Per software engineering log investigation, pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. Unit was cut open and a visual inspection on the connectors and electronic assembly was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. However, corrosion was found on keypad flex connector gold traces and moisture damage was found on electronic assembly. Isolate to electronic assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of pump error 37 were confirmed when pump error 37 alarms were noted during download history review. Additionally, critical pump error 63 was found in adapt. Due to moisture damage found on electronic assembly, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.